Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing coronary diagnosis procedure. The procedure was completed as planned by using wired footswitch. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction by providing customers with a medical device correction z-2485-2023 the defective footswitch and base station were returned to philips for further analysis. The analysis could not confirm the connection failure between the base station and the footswitch. After implementing the correction, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that wireless footswitch was not working. The system use at the time of event was in clinical use. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occured after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may have not been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.